Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that elevated sensing integrity counter (sic) and high thresholds were noted on the right ventricular (rv) lead. Trouble shooting was performed and the lead remains in use. No patient complications have been reported as a result of this event.